Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial and right ventricular leads were suspected to have insulation problems as the unipolar impedance was higher than the bipolar impedance. It was also reported that the bipolar impedance was low for both leads. The right ventricular lead only captured in unipolar configuration at high output. The atrial lead had high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.